Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the customer received multiple continuous glucose monitor error 42. There was no reported impact to customer¿s blood glucose. The customer continued to use the pump for insulin therapy.